Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she woke up with an error on her insulin pump and a low blood glucose of 49 mg/dl. The patient stated that the device history was completely erased. The insulin pump had alarmed motor error and motion sensor test failure. The customer did not mention how they treated for the low blood glucose. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump received with motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify over delivery anomaly and motor error alarm due to motion sensor test failure alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked case reservoir tube window corner, cracked belt clip slot and cracked battery tube threads.